Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a16767/a13577/a12970/a17817. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: a17817.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead explant procedure due to high impedances.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead explant procedure due to high impedances. Additional information was received that the patient was doing well postoperatively and the explanted devices will not be returned.